Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result physical stress on the universal cord during user handling, resulting in damage to the charged-coupled device (ccd) and temporary/intermittent loss of image. The event may be detected/prevented by following the instructions for use sections below: ¿inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿ do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: cracking bending section glue with exposed threads, cracking cement around objective lens, and buckled light guide tube. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope had a loss of signal during reprocessing. There was no report of patient harm or user injury associated with this event.